Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/17/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with itching, redness, dry skin, drainage, and infection under the sensor pod area which occurred 7 days after the sensor had been inserted into the arm. The skin was prepped with alcohol prior to sensor insertion. The patient consulted with her doctor and was prescribed oral doxycycline and topical mupirocin ointment. At the time of report, the patient arm was ¿much better¿ and ¿almost completely healed¿. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).